Manufacturer narrative:
This device was used for treatment, not diagnosis. The device history review shows, the manufactured the slap hammer with quick release, p/n (B)(4), lot # 6723847. The supplier¿s certificate of compliance (c of c), dated january 03, 2012, and indicates the parts were manufactured to the synthes drawing number (B)(4). The lot was manufactured and processed per specification requirements and inspected to synthes inspection sheet. The drawing shows that 440a is an acceptable alternate material. The lot conformed. The manufacturing evaluation shows, the manufactured the slap hammer with quick release, p/n (B)(4), lot # 6723847. The complaint condition is due to an unknown cause. The product initially conformed to all requirements and was inspected/conformed to the synthes incoming final inspection sheet. The m6 x 1 - 6g thread on the shaft (component part number (B)(4)) is broken and the end section is lodged into the adapter (component part number (B)(4)). All component parts exhibit scuffmarks, scratches, and marks. Based on the evaluation and the unknown cause, this complaint is deemed indeterminate from a manufacturing position. The slap hammer was manufactured to the synthes drawing number (B)(4), released on august 15, 2011. The shaft component was manufactured to the synthes drawing number (B)(4). Released on may 20, 2011. The adapter component was manufactured to the synthes drawing number (B)(4), released on may 20, 2011. The production evaluation shows, the slap hammer broke at the threaded connection directly below the pin (pin is assembled to prevent rotation). This pin weakens the threaded shaft by removing material from the threaded interface. In addition the material is not optimal for impact resistance (hardened 440a and 440b). This lot was made prior to the design change.

Event description:
It was reported that during an oracle direct lateral procedure the slap hammer end cap came off. There was no impact to the patient and no additional time added to the surgery reported. The facility supplied the sales consultant with another hammer that was broken.